Event description:
It was reported there was a serious programmer error. It was attempted to run the service disk twice. The programmer will not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that it powered up to an error code. The hard drive was reconfigured and the software reloaded. Analysis also found a loose electrocardiogram (ECG) connector on the link electronic module (lem) board, and the board was replaced and calibrated, a noisy system fan which was replaced, the left antenna tested out of specification and it was replaced and a missing stylus, which was replaced. (B)(4).

Event description:
It was reported there was a serious programmer error. It was attempted to run the service disk twice. The programmer will not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.